Event description:
It was reported that the patient experienced difficulty pairing two newly applied libre 3 plus sensors with the ilet app while traveling, with multiple unsuccessful scan attempts, after troubleshooting patient told the sensor was started in the libre app and then could not communicate with the ilet system due to single-pairing behavior of libre 3 plus sensor ; education was provided on proper start-up procedure, a subsequent sensor was successfully scanned into ilet and began warmup, and the patient was transferred to the sensor manufacturer for replacement. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incorrect procedure, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to user error related to device pairing workflow."